Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. In addition, the customer had intermittent difficulty charging the pump. The customer's blood glucose level was 201 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
Additional information was received that the tandem usb cable and wall adapter were unable to charge the replacement pump. Reportedly, the replacement pump was able to be charged with different charging supplies.